Event description:
It was reported that normal eri (elective replacement indicator) occurred. It was noted the patient was to have a pump replacement. During the procedure the surgical tech confused the old pump with the new pump. In essence, the old pump was reimplanted into the patient. After going in to reinterrogate to prime the catheter, I realized that the old pump was in the patient. The physician was notified and he made the decision to go back in and reimplant the patient with a new pump. Additional information received reported that the device system was used to infuse lioresal. It was also noted that the device was not returned to the manufacturer. Additional information received reported that the event occurred on 08/09/2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039991r, implanted: (B)(6) 2000. Product type: catheter. (B)(4).